Event description:
The customer reported that he fell in the pool while wearing the insulin pump, and the device had water under the display. Troubleshooting was performed and the display was foggy. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly.